Manufacturer narrative:
Correction: due to additional information received the correct aware date is 2017-aug-11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that it is unknown why the leads had migrated. Anchors were used, so it could not be determined exactly why the leads migrated. Patient does have a cervical fusion, not sure if that contributed. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-sept-29. It was reported that the lead revision had not been scheduled yet. On 2017-oct-04, the manufacturer representative reported that the patient¿s right lead was providing adequate coverage. The manufacturer representative stated that the patient¿s left lead had migrated significantly, losing coverage in the neck area. It was noted that they didn¿t believe the lead migrated a foot and a half. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported at the beginning of the call "the first one that was put in broke loose and fell down the lower left shoulder." The patient reported the left side stopped working yesterday, last night. The patient reported he could still feel the right side but could not feel the left side at all. The patient was unsure if it has something to do with the stimulator or not. The patient then stated the second week of (B)(6) there were lead issues, he was getting nothing but pulse on the left. The patient said they tired reprogramming it then the healthcare professional (hcp) did x-rays and a CT scan for the whole area from the neck to lumbar to check on the device. The patient stated "sure enough the leads pulled out form where they were supposed to be, both set were down the peripheral canal underneath the shoulder blades. They had dropped over a foot and a half." The patient stated that is why he was only feeling it on the left. The patient said it failed dramatically and had to be removed. The patient had a revision on (B)(6) 2017. The patient said now he only feels it on his right side and can't feel it on his left at all. The patient was asked when he noticed he couldn't feel it on his left side and patient stated last friday. Patient reported he has had no falls. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient re-reported the previous lead migrations and the first revision. They also reported a second revision was done on (B)(6) 2017 after the leads dropped again. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported conflicting/incorrect information regarding the lead revision/replacement they had on (B)(6) 2017 and stated that their ID card had incorrect serial number information on it. The revision dates/serial number information were later clarified by the rep to be correct, and that the device registration system was up to date. The patient reiterated that they had a revision due to their leads being 'all tangled up.' The patient reported that at their latest revision/replacement, their hcp performed a much more robust revision than the last one they had. The patient noted that their hcp placed anchors on each lead from c1 to t3 with 'rubber bands' attached to them so that they would not slip. The patient also noted that with all of their revisions, their back looked like it was carved up like a thanksgiving turkey.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. It was reported that the patient had a previous lead revision ((B)(6) 2017). The rep suspected that the patient¿s left lead migrated again because the patient is feeling stimulation in the wrong location. They stated that the physician will revise the lead location. The rep inquired about anchoring the lead. No further complications were reported.